Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system, with the cgm displaying ¿high¿ and the user not receiving insulin for an estimated 12 hours; the user was confused about supplies and device status, and an agent provided troubleshooting education and guided a full supply change without observing a bent cannula, after which the case was transferred for high glucose assessment. Symptoms included hyperglycemia with excessive thirst and lethargy. Outcomes included no reported lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and a third party. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.